Event description:
It was reported that the cartridge leaked insulin, which occurred on two separate occasions. There was no adverse impact to the customer's blood glucose level. The caller was able to change the cartridge and successfully resume insulin therapy.